Manufacturer narrative:
The following fields have been updated with corrections/additional information: b5,d1, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed due to a power issue. A field service engineer found that a small, pin sized thermal damage to the retractor band and replaced the controller board, retractor band and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer and produced a burning smell. During device inspection, a field service engineer found solenoid was stuck and visible thermal damage to retractor band. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and produced burning smell. A filed service technician replaced drawer's solenoid, controller board and retractor band cable to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer and produced a burning smell. During device inspection, a field service engineer found solenoid was stuck and visible thermal damage to retractor band. There were no adverse events or injuries reported based on this event.